Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly could not be confirmed in the laboratory due to the set screw not being returned. It is believed that the cause of the anomaly experienced in the field was due to silicone, septum material found in the set screw hex cavity. The silicone material in the set screw hex cavity prevented the torque driver to be fully inserted.

Event description:
It was reported device was explanted and replaced due to a set screw anomaly.